Event description:
Information received by medtronic indicated there was connection issue between mobile app and insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.